Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that alerts were triggered for lead impedance warnings during the device implant procedure. At subsequent follow up visits the data was cleared, yet the alerts remained. An additional interrogation after completion the clear data was recommended. The device remains in use. No patient complications have been reported as a result of this event.